Event description:
The customer contact reported that while operating on battery power, the device powered off by itself w/o sounding an audible alarm tone. On an unspecified date and time, the device was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 1mg pca dose, a 6 min pt lockout, and a 10mg 4 hr dose limit. On an unspecified date and time in the afternoon, it was reported after the pt ambulated in the hallway, the device was not plugged back into ac power. It was reported later the same day, between 1500 and 1700, the nurse noted the device had turned off by itself w/o sounding an audible alarm tone while operating on battery power. The device was removed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found that while operating on battery power, the device powered off by itself after sounding an audible alarm tone before four hrs of operation. This was due to a battery with a loss of charging capacity. Lead acid battery operation is based on an electrochemical reaction which is affected by temperature changes and aging effects of the battery. This reduces the discharge capacity of the battery and may increase the internal temperature during the charging and discharging process. For high internal battery temperatures the effects may result in deterioration of service life. The battery was labeled with date code 1209. The gel electrolyte was formed in the 43rd week of 2007. This report represents all the info known by the rptr upon query by hospira personnel.